Event description:
It was reported that the user experienced a low glucose event of 50 mg/dl with unclear cause while using the ilet system, and troubleshooting and education were completed with treatment by oral glucose. Symptoms included hypoglycemia. Outcomes included no long-term impairment reported. Investigation included a review of the event details and user-reported troubleshooting. Investigation of this case revealed no device malfunction was identified based on available information. It was concluded, based on previously established findings for similar reports, that the cause was unknown. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.